Event description:
It was reported that the health care professional (hcp) called technical services (ts) for consult review of this pacemaker presenting electrogram (egm). Upon review, the presenting egm showed there to be a stored signal artifact monitor (sam) event and a lead safety switch (lss) from bipolar to unipolar configurations on the right atrial (ra) lead was noted. The sam episode showed there to be minute ventilation (mv) chop occurring and right after a vector switch, intermittent oversensing noise on both the ra and right ventricular (rv) leads. Ts discussed possible causes and provided programming recommendations to the hcp. At this time, the pacemaker, ra and rv leads remain in service. No adverse patient effects were reported. Subsequent additional information was provided that reported that during a follow up visit, the right atrial (ra) lead was believed to have been fractured. The physician believes cause of the high out of range pace impedances to be due to the ra lead fracture. It was also noted the patient has persistent atrial fibrillation (af). Isometrics were completed, however the noise on the rv leads were unable to be reproduced. The device was reprogrammed successfully and will continue to be monitored. At this time, the pacemaker system including the ra and rv leads remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) for consult review of this pacemaker presenting electrogram (egm). Upon review, the presenting egm showed there to be a stored signal artifact monitor (sam) event and a lead safety switch (lss) from bipolar to unipolar configurations on the right atrial (ra) lead was noted. The sam episode showed there to be minute ventilation (mv) chop occurring and right after a vector switch, intermittent oversensing noise on both the ra and right ventricular (rv) leads. Ts discussed possible causes and provided programming recommendations to the hcp. At this time, the pacemaker, ra and rv leads remain in service. No adverse patient effects were reported. Subsequent additional information was provided that reported that during a follow up visit, the right atrial (ra) lead was believed to have been fractured. The physician believes cause of the high out of range pace impedances to be due to the ra lead fracture. It was also noted the patient has persistent atrial fibrillation (af). Isometrics were completed, however the noise on the rv leads were unable to be reproduced. The device was reprogrammed successfully and will continue to be monitored. At this time, the pacemaker system including the ra and rv leads remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) for consult review of this pacemaker presenting electrogram (egm). Upon review, the presenting egm showed there to be a stored signal artifact monitor (sam) event and a lead safety switch (lss) from bipolar to unipolar configurations on the right atrial (ra) lead was noted. The sam episode showed there to be minute ventilation (mv) chop occurring and right after a vector switch, intermittent oversensing noise on both the ra and right ventricular (rv) leads. Ts discussed possible causes and provided programming recommendations to the hcp. At this time, the pacemaker, ra and rv leads remain in service. No adverse patient effects were reported.